Manufacturer narrative:
Two device samples were returned for evaluation. One sample appeared to be used and the other unused. Visual inspection of the used sample found the gripper needle fully captured into its safety mechanism. No abnormalities or product faults were observed. Visual inspection of the unused sample revealed no issues with the product. Functional testing found the sample to operate as intended. The needle locked into the capture shelf with an audible click, as designed. A review of the device history records did not show any manufacturing issues. As the returned products were confirmed to operate as intended, there was no evidence found to suggest the reported event was device caused.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Received notice from FDA (B)(4) regarding an incident. Event description is as follows: throughout the pediatric unit nurses have been complaining of the safety needle not easily engaging its safety mechanism. The needle is designed to be removed from the patient while the bottom of the unit remains in contact with the patient. This creates an opening effect with the hinge being in distal from the needle. As the unit opens the needle is pulled through a port. When the needle is all the way through the port the tension that the needle is under from being curved during the opening of the hinge is released and the needle snaps into a safety position. The needle point is then securely wedged above the port section of the unit. This prevents nursing from sticking themselves with the needle once it is removed. Because so much resistance is being met by opening the hinge and pulling the needle through the port, the needle is being removed from the patient without having opened the device all the way. This results in the needle tip being exposed. One such occurrence resulted in a nurse being poked with the needle. No harm came to the nurse that was poked. Nursing, even experienced nurses, say that these needles are more difficult to open than they have been in the past. Quality assurance file opened. MFR sent a shipping label to return the two references and lot numbers for which we have been having the problems with and will await failure analysis.